Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used vena seal for treatment of the patient¿s great saphenous vein (gsv) under local anaesthesia. The procedure was followed out as normal with no issues observed. There were no challenged related to the location of the catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to the sfj. Hand compression was used and the vein successfully closed. Three days post procedure there was no reaction noted. During a follow up appointment, the patient has had sclero and adjunctive procedures carried out. The patient has redness and itching along the course of the vein. Additionally, she has a minor welt in the treatment zone. The physician was planning on starting the patient on a medrol dose pak. Patient will be lost to follow-up. It is believed the patient has a hypersensitivity to cyanoacrylate adhesive

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.